Event description:
It was reported that an ilet device became unresponsive on the continuous glucose monitor (cgm) graph screen after unlock, consistent with a touchscreen display freeze. User experienced an inability to navigate the user interface. No reported symptoms. Outcomes included temporary interruption of normal device use. Investigation included customer troubleshooting. Investigation of this case revealed that the device recovered normal function after a restart performed through the ilet app. It was concluded that the issue was resolved by power cycling, and no further action was required.